Event description:
It was reported that the patient was experiencing discomfort with the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing good postoperatively. The facility did not let rep return the device.